Event description:
Taken from an internal report by staff members: "during an ablation using the erbe machine with a 3000 ml bag of nacl there was a problem with the hand piece burning at times and not burning at others. It required to move the setting from 5 to 7 and then ask by surgeon to lower back to 5 in both bipolar settings. When the erbe was working, the element was glowing red hot, and we discussed that we had not seen it that color in previous surgeries. Suddenly a loud pop was heard in the room and saline was tossed over the pt's groin. Surgeon removed quickly the element and scope from pt in a very quick manner, and commented on having seen a blast of light at the time of the pop. After the outside skin of the patient was assessed, the surgeon went inside the uterus again, this time with the diagnostic scope, to see if any damage had occurred. Nothing was noticed and pt seemed fine inside the uterus and no other burning or bleeding was present at the time. Pt vitals remain stable without any changes from the time of the pop noise. Surgeon and whole staff in room is aware of what happened. Pieces of equipment were sent to biomed for further check up in what happened as well as the erbe machine." Taken from a biomed narrative on testing of the equipment: "investigation in progress. Wolf handpiece and disposable tip had no signs of damage, with some darkness on the cutting tip, but did not appear excessive. Noticeable damage was apparent on the cable at the point before it bifurcates, and on the outflow tubing where the two items may have been touching. The interconnect cable had burnt and no longer had electrical conductivity. Tested same setup with a new cable and it operated normally. When the cable finally failed completely, there would have been a sizeable spark (as heard by staff) and probably caused the charring on the outflow tubing which was distal from the operation site. Generator operated normally during testing and was returned to service. Non-disposable wolf handpiece also worked normally and was returned to service. The cable and disposable cutting tip were placed in a bag for storage. The disposable cutting tip did eventually quit working after extensive testing on the 7 setting and will show more wear than at the time of the operation."